Event description:
Event description guidant received information that this patient was brought to the emergency room for an unknown reason. Device evaluation confirmed normal pacemaker function and the patient was sent home. Three days later the patient was found unresponsive and was taken back to the emergency room. It was reported that the right ventricular lead has been improperly implanted and was not providing pacing output.